Manufacturer narrative:
The complaint notification associated with this device described that one screw in the knee joint is loose. The user did not fall, no serious injuries were sustained as a result of the failure and no medical treatment was required. The evaluation of this specific device was conducted at the manufacturer's after sales service center on november 17th, 2017. After evaluation we found that one bolt in the upper posterior section of the knee joint is loose. An exact reason for the loosening of the bolt could not be determined. In this specific case the failure did not lead to a fall and/or serious injury, but it could cause or contribute to a serious injury if it were to recur. Therefore, we report this failure according to guidance for industry and FDA staff on "MDR for manufacturers" chapter 2.15.

Event description:
Knee joint was sent in for repair. Customer stated that one screw fell off the knee joint. The user did not fall and sustained no serious injuries.